Manufacturer narrative:
The complete lead was returned with the helix retracted, blood/fluid in the helix housing, electro-cautery damage in the insulation, and setscrew marks on the terminal pin. The lead passed electrical testing while failing mechanical testing as the helix did not function due to blood/fluid in the helix mechanism. Laboratory analysis could not confirm the electrical issues reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that sensing and pacing thresholds were poor on this right atrial (ra) lead. The lead was explanted. It was also noted that this patient had an infection unrelated to the system. The lead will be returned. No additional adverse patient effects were reported.